Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a permanent out of range signal. No additional patient or event information is available. No product or data were provided for evaluation. The reported unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
3004753838-2017-76352 was submitted in error. Correction to retract initial MDR.

Event description:
Subsequent to the initial MDR submitted on (B)(4)2017, it was found that the patient was trying to pair incompatible devices. This is not a complaint.